Event description:
It was reported that during removal of the spring wire guide from the pt, it separated into two pieces. A cut-down was required to remove the separated portion. There were no pt complications.